Event description:
Further follow-up revealed that the pt underwent ncp system replacement. Both the pulse generator and bipolar lead were replaced.

Event description:
Reporter indicated that patient's device diagnostic testing at office visit resulted in high lead impedance indicating possible device function. X-rays were taken and revealed that the lead electrodes may be off the nerve which can cause the high impedance results. The patient reportedly has not experienced any change in seizure level and has not exprienced any pain related to the electrodes coming off the nerve. Revision surgery is planned. The implanting surgeon is interested in replacing the ncp system and placing the new system on the right vagus nerve. In addition, the patient had a previous ncp system which was replaced in 2000 because of a reported similar lead issue. The implanting surgeon indicated that the reason for replacement was that the lead had "slipped off the nerve". Review of manufacturing records for both the pulse generator and the bipolar lead revealed no anomalies that would adversely effect device performance. Investigation to date has been unable to determine why the lead electrodes are off the nerve. This event is currently under investigation.